Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under-infused dextrose 5% at 154 ml/hour, 309 ml during delivery. Infusion was set and it was confirmed that there was dripping. The infusion was set for a two-hour period and an hour half later or close to two hours the pump was running, but there was no alarms and the bag was still full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.